Manufacturer narrative:
The field service engineer (fse) found that the bottom of the sample probe was flat. The fse replaced the sample probe. Calibration and qc were acceptable. A top side wash was performed. Precision test results were acceptable. The investigation determined the sample probe issue identified by the fse was the cause of the event.

Event description:
The initial reporter had qc issues on a cobas 8000 ise module. Qc was acceptable at 1:00 a.m. But by 7:00 a.m. It was running high. The customer repeated patient samples that had been run between 1:00 a.m. And 7:00 a.m. And discrepant results were identified for 7 patient samples tested for sodium (na), potassium (k) and chloride (cl). The following are examples of discrepant results for 3 patient samples: sample (B)(6) initial na result was 163 mmol/l. The repeat was 139 mmol/l. The initial k result was 5.62 mmol/l. The repeat was 4.73 mmol/l. The initial cl result was 119.5 mmol/l. The repeat was 99.2 mmol/l. Sample (B)(6) initial na result was 161 mmol/l. The repeat was 141 mmol/l. The initial k result was 4.90 mmol/l. The repeat was 4.18 mmol/l. The initial cl result was 121.3 mmol/l. The repeat was 103.0 mmol/l. Sample (B)(6) initial na result was 155 mmol/l. The repeat was 142 mmol/l. The initial k result was 5.00 mmol/l. The repeat was 4.50 mmol/l. The initial cl result was 113.4 mmol/l. The repeat was 101.3 mmol/l. The initial results were reported outside of the laboratory; amended results were reported outside of the laboratory following repeat testing. No electrode lot numbers with expiration dates were provided.